Manufacturer narrative:
(B)(4).UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "PICC catheter expanded after first use of CT injection". The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The customer provided one photo for analysis. The photo showed the PICC catheter while inside the patient. Visual analysis revealed that the distal extension line (pink hub) was stretched/ballooned across the entire length of the extension line. No defects were observed on the proximal extension line (white hub). It was noted that the slide clamps on both extension lines were in the locked position; however, the defective extension line is ballooned distal to the slide clamp. Therefore, the extension line likely ballooned first, then the customer clamped. Likewise, over-pressurizing likely caused or contributed to the observed defect; however, this cannot be determined without the sample returned for analysis. A device history record review could not be performed as no material# or lot# were reported by the customer. An IFU from a kit containing a similar catheter involved with this complaint was reviewed. The IFU states, "open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of ballooned extension line was confirmed by visual inspection of the customer supplied photo. The distal extension line was observed to be stretched/ballooned. The appearance of the damage is consistent with overpressure of the line, however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "PICC catheter expanded after first use of CT injection". The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis; the photo showed the PICC catheter while inside the patient. Visual analysis revealed that the distal extension line (pink hub) was stretched/ballooned across the entire length of the extension line. No defects were observed on the proximal extension line (white hub). It was noted that the slide clamps on both extension lines were in the locked position; however, the defective extension line is ballooned distal to the slide clamp. Therefore, the extension line likely ballooned first, then the customer clamped. Likewise, this defect appears consistent with over-pressurizing the extension line during use. The customer returned one, 2-lumen PICC catheter for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. It was noted that the slide clamp from the distal extension line was not present. It is assumed that the customer removed before sending the sample to the morrisville facility. Visual analysis confirmed that the distal extension line was ballooned across the entire extrusion. After performing functional testing, a blockage was encountered when flushing both the distal and pr oximal extension lines. A long pin gauge was inserted into both lumens, and congealed biological material was observed exiting the catheter body. Once cleared, the catheter flushed as intended. Based on the blockage and the appearance of the ballooning, the observed damage appears consistent with the customer over-pressurizing during use; however, this cannot be confirmed as the finished good material#/lot# is not known. A lab inventory syringe filled with water was attached to both extension lines and flushed. A blockage was encountered in both extension lines. A long pin gauge was inserted through the lumens and large quantities of congealed biological material was observed exiting the lines. Once cleared, the lines flushed as intended. Performed per an IFU from a similar kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU from a similar kit was reviewed as part of this complaint investigation. The IFU states, "use only lumen(s) labeled 'pressure injectable' for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at in dicated stabilization locations". The IFU also states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was ballooned across the entire extrusion. Further functional analysis revealed that the distal line contained an occlusion due to a build-up of congealed biological material. This likely contributed to this event; however, as a full dimensional analysis could not be performed without the finished good material#/lot# also reported, the root cause cannot be determined to verify the catheter is within specification. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC catheter expanded after first use of CT injection". The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".